Manufacturer narrative:
The device was not returned to the manufacturer for evaluation as it remains implanted with no revision scheduled at this time. The device history records for all devices intended to be implanted were reviewed (sk12 and 1405-4005) and no issues were identified during the manufacture and release of the devices that could have contributed to the problem reported. It was reported that approximately 6-8 weeks after an initial bunion surgery, the joint was not fused/healed and the medial plate was found broken upon reviewing radiographic images taken from a postoperative follow-up. Although a number of factors could have contributed to the breakage of the plate, it likely was subjected excessive bending stresses which led to the breakage. The company will supplement the MDR as necessary and appropriate.

Event description:
After an initial bunion surgery, the medial plate was found broken upon reviewing radiographic images from a postoperative follow-up. The joint was not completely fused/healed. The device currently remains implanted with no revision scheduled at this time.